Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that when the package was opened, there was found out that the suture was detached from the needle in several cases. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are previous complaints of the same code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock we have received two open samples that seems unused, with the needle detached from the thread (the thread is not wound on the pack). We have tested the needle attachment strength of the closed samples received and the results do not fulfill the requirements of the european pharmacopoeia (ep): 0.75 kgf in average and 2 units were already detached when opening the pack (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.85 kgf in average and 0.62 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: taking into account that the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and that there are previous confirmed complaints, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.